Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During removal of the sheath from the right femoral artery after a treatment procedure, the blue part (sheath) disconnected from hub. The sheath was successfully and completely removed from the body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Additional information received stated that the patients' anatomy was tortuous and calcified. Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications, trends, quality control was conducted during the investigation. The specific lot number of the device involved is not known, however the customer provided two potential lot numbers (lot number¿s 6725881 and 6759698). Review of device history record for the two possible lot numbers shows no nonconforming events which could contribute to this failure mode. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Withdraw the sheath and dilator as a unit.¿ based on the information provided, no product returned and the results of our investigation, it is feasible to suggest that the root cause for this issue is related to the patient anatomy. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During removal of the sheath from the right femoral artery after a treatment procedure, the blue part (sheath) disconnected from hub. The sheath was successfully and completely removed from the body. Follow up information received stated that the patients' anatomy was tortuous and calcified. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, device history record, instructions for use (IFU), specifications, trends, quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. The specific lot number of the device involved is not known, however the customer provided two potential lot numbers (lot number¿s 6725881 and 6759698). Review of the device history record of these finished products shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for these lot numbers. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.